Manufacturer narrative:
Initial MDR 2432235-2025-00109 was filed on 11-apr-2025. Additional information (09-may-2025): siemens reviewed the information provided and noted a contamination of the centaur xpt system and waterlines, which require frequent decontamination procedures. The potential cause of the false positive hepatitis b surface antigen antibodies (anti-hbs) result is due to systemic bacterial contamination, which was resolved by an extended decontamination of the system. The customer verified assay performance with acceptable calibration and quality control (qc) results after service intervention. The customer is operational, and the reported behavior is resolved by routine onsite troubleshooting. The system is performing as specified; no further evaluation is required. Siemens updated section h4 to include the device manufacture date and h6 to include new codes that reflect the investigation conclusion.

Manufacturer narrative:
The customer reported that a false positive hepatitis b surface antigen antibodies (anti-hbs) result was obtained for one sample on the advia centaur xpt analyzer with serial number (B)(6) and reported to the physician(s). The customer performed decontamination on the analyzer, used a separate water supply, and noted that internal and external qc (quality control) and ring tests are acceptable. The customer noted that measurements and checks are in place during validation. Siemens dispatched a cse (customer service engineer) to the customer site. The cse became aware that decontaminations were performed on other centaur analyzers in the laboratory and that the analyzer is connected to an external water supply. The cse evaluated the waterlines, inspected components, and observed crystallization on the sleeves surrounding the outside of the aspiration needles. The services performed included replacing the sleeves, checking valves, manifold, and acid/base tubes on the wash plate, checking the acid/base injectors, and verifying the maintenance and operation of the luminometer. The cse has also performed a dry, wetwash1, wetwater, and precision run for hbsii. Siemens is investigating the event.

Event description:
The customer reported that a false positive hepatitis b surface antigen antibodies (anti-hbs) result was obtained for one sample on the advia centaur xpt analyzer with serial number (B)(6) and reported to the physician(s). The customer requested a siemens cse (customer service engineer) to service the analyzer. Post-service intervention, the customer used the same sample and analyzer to perform additional tests, confirmed the correct result was negative, and issued a corrected report. There are no known reports of patient intervention or adverse health consequences due to the event.